Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high". A specific bg value was not provided. Customer loaded a new cartridge to address the bg and issue.